Event description:
The device was applied during an unspecified gynecological procedure. The staples did not lock. The surgeon manually sutured to correct this condition. The hosp has reported that no pt injury occurred.